Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. It should be noted that the emboshield nav6 embolic protection system (eps) electronic instructions for use, states the device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported difficulties of detachment of the filter appears to be related to the use error as the stop was missing from the wire which prevents the filter from migrating or detaching off the eps barewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the emboshield nav 6 embolic protection system (eps) was inserted for use in the heavily stenosed carotid artery. The emboshield was advanced on a non-abbott guide wire that was not the barewire that comes with the device. When removing the emboshield, the non-abbott guide wire was pulled back to load it in the retrieval catheter, but the emboshield filter came off the guide wire. A snare was inserted and the emboshield filter was successfully removed with a snare. There were no adverse patient effects. No additional information was provided.